Event description:
Two years postoperatively, the valve was explanted due to pannus and thrombus formation demonstrated on echo and cardiac catheterization. Prior to explant, the pt was diagnosed with mitral stenosis and did not have a history of endocarditis or recent medical or dental procedures. It was reported the pt had been compliant with anticoagulation therapy without abnormal inrs prior to admission. The pt had an inr of greater than 2.2 upon admission and was in "good" condition postoperatively.